Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reported event of core wire. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that during a ureteroscopic lithotripsy (ursl) procedure using a sensor guidewire, the physician used a 4.5 fr ureteroscope to place a double-j stent. Following successful stent placement, the hydrophilic coating of the guidewire detached during withdrawal, causing a small segment of the wire to fracture and remain inside the patient. The physician subsequently identified and retrieved the fractured fragment from the patient. The procedure was completed with another of the same device and there were no known patient complications.

Event description:
It was reported that during a ureteroscopic lithotripsy (ursl) procedure using a sensor guidewire, the physician used a 4.5 fr ureteroscope to place a double-j stent. Following successful stent placement, the hydrophilic coating of the guidewire was peeled off during withdrawal, causing a small segment of the wire to fracture and remain inside the patient. The physician subsequently identified and retrieved the fractured fragment from the patient using froceps. The procedure was completed with another of the same device and there were no known patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reported event of core wire. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h11: product analysis the returned sensor wire was analyzed, and during the inspection, it was found the polytetrafluoroethylene (ptfe) peeled, which confirm the reported event of ptfe peeled; however, for the reported event of core wire break was not possible identify on the returned device. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on the analysis, it is likely that excess force applied during wire removal, or the use of a metal needle/cannula, contributed to the ptfe peeling observed. Based on the analysis results, an investigation conclusion code of adverse event related to procedure was assigned for observed ptfe peeled.